Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600 synchron system generated seventy (72) erroneous creatinine results. Customer reported that forty-six (46) erroneous results were reported out of the laboratory. Customer reported the erroneous results were corrected. Customer reported they noticed the erroneous results when quality control was running high. Customer also reported that a procedure for one patient was postponed for a day due to the initial reported result. Customer did not indicate the initial result that was associated with that patient. Customer did not elaborate on the nature of the procedure. Customer further reported that one patient was scheduled for a biopsy due to the initial erroneous creatinine result. However, the physician requested the creatinine test be repeated to be sure a biopsy was needed. Customer reported they did not know the physician's decision after the creatinine result was amended. Customer did not indicate the erroneous result that was associated with the patient for whom the biopsy was scheduled. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Customer reported the reagent syringe was leaking. Bec field service engineer (fse) replaced the creatinine reagent syringe to repair the leak. The fse also calibrated the creatinine lamp and creatinine cup.